Event description:
The manufacturer received information alleging an everflo oxygen concentrator was involved in a fire. The patient and three other residents suffered smoke inhalation and were admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly was involved in a house fire. The patient and three other residents suffered smoke inhalation and were admitted to the hospital. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.